Event description:
It is reported that prior to a procedure, on an unknown day in (B)(6) 2012, a small battery drive would run continuously when the battery was inserted into the drill. A different drill was used for the procedure. No injury or medical intervention was reported. This is 1 of 1 reports for this event.

Event description:
This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device received for evaluation, date unknown. Reliability engineering evaluated the device and the reported problem could not be confirmed or duplicated. The unit was tested and passed all operational specifications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Date of event is reported as unknown day in (B)(6) 2012.